Manufacturer narrative:
Investigation:one sample received for investigation, where it is observed a damage in the plunger. Additionally, 20 retention samples were evaluated. The results obtained in the retention samples visual and dimensional tests were satisfactory with no damage observed on the plunger of the syringe or in the barrel. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The damage to the plunger can be due to the mismatch in the input disc causing the damage in it.

Event description:
It was reported that the bottom part of the plunger on the syringe 3ml ll 23ga 1in mx bun was found broken before use. The following information was provided by the initial reporter, translated from spanish to english: "bottom part of broken plunger."

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bottom part of the plunger on the syringe 3ml ll 23ga 1in mx bun was found broken before use. The following information was provided by the initial reporter, translated from spanish to english: "bottom part of broken plunger"